Event description:
Affiliate reports a transfer set with broken occluder feet which resulted in a leak. The pt was seen in the out pt dept, received a transfer set change and was treated prophylactically with ip geflin 10 mg. No pt injury reported per baxter affiliate.